Manufacturer narrative:
A return authorization has been issued for the base to be returned, but as of the date of this report the base has not yet been returned.

Event description:
On (B)(6), customer service received a phone call from an independent rep that he needed to order a replacement base and rear casters for an easystand at a facility in his territory. He stated that the caster had broken off and they were unable to remove the stem from the base. An attempt was made to get more info regarding this issue and on (B)(6) 2011, I spoke with an individual from the facility where this issue occurred. He stated that a client was sitting in the easystand and when the assistant went to move the client, he noticed that one of the rear casters was turned in the wrong position to the side. The assistant straightened the caster and started to move the unit which is when the caster again turned to the side and broken off the unit. The unit did not fall or tip over and the pt was not injured.